Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- 001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint â¿. Litigation alleges that the patient suffered injury and pain. Update 12/19/2013 - sales rep reported revision surgery. Patient's femoral head was revised to address osteolysis. The cup remained in situ. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2014. Update rec'd 09/26/2014- litigation papers received. Litigation alleges discomfort. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(6) 2014